Event description:
It was reported that there was difficulty accessing the center port of the pump during a refill. It was noted that the hcp was good at doing refills and was performing the refill under fluoroscopy. At the time of report, he had been at it for a while. A picture of the implant was taken under the fluoroscopy and the reporter stated that the pump looked flipped, but noted that it was hard to tell from the angle of the shot. In addition, the healthcare provider (hcp) performing the refill only felt metal upon insertion and did not feel the silicone rubber septum. The reporter thought that, based on the image and the hcp hitting metal, the pump was flipped. It was stated that the reporter was going to suggest that the hcp position the patient in the chair to see if he could manually flip the pump or that the patient be sent to her surgeon. The device system was used to deliver gablofen. Eleven days later, it was reported that the difficulty filling was caused by the pump being flipped. Fluoroscopy and an x-ray were performed as forms of troubleshooting. It was indicated that the device was revised and remained in the patient. At the time of report, the patient was doing well and the intrathecal baclofen treatment was ongoing.

Manufacturer narrative:
Concomitant products: product ID 8784, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).